Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ battery, medical device: model #: 1650 / catalog #: 1650/ expiration date: 31-mar-2021 / serial or lot#: (B)(4), UDI #: (B)(4) . Device available for evaluation? No. Device mfg date: 12-mar-2020. Labeled for single use? No. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an unexpected loss of power while connected to a battery with a ventricular assist device (vad) stop, and the battery exhibited power switching. The battery was removed from service and the controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis#: (B)(4): log file analysis: a supplemental report is being submitted for device evaluation. Product event summary: one (1) controller was not returned for evaluation. One (1) battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. The reported power switching event could not be duplicated during bench testing; the battery did not experience a power switching event and was able to adequately provide power to a test controller. Raw controller log files were not available for analysis. As a result, the reported premature power switching event could not be confirmed. Review of the available autologs report revealed a controller power up event was logged on (B)(6) 2020 at 04:08:04. The data point prior to the loss of power revealed that bat856130 was connected to power port one (1) and an adapter was connected to power port two (2). The data point recorded after the loss of power revealed that bat856130 was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for 15 seconds. As a result, the reported loss of power event was confirmed. The battery had been lubricated prior to release. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching event after lubrication can be attributed, but not limited to a communication error and / or a momentary disconnection due to temporary corrosion of the controller-port / power-source pins. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and / or to an intermittent disconnection on one or both power sources. Additional products: d4: serial or lot#: bat856130 d10: yes, return date: 30 jul 2020, h3: yes dev ret to MFR?: yes, h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.